Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 14 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.